Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray of the lead did not find any anomalies. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for a lead implant procedure. During the operation, the left ventricular lead exhibited loss of capture. The lead was not used, and a new one was successfully implanted. The patient was in stable condition.